Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that the system would not expose. It was noted that the system was closed around the patient, when the site went into 2d mode the screen would flash. The same thing would happen with the m2d and 2d. There was no impact on patient outcome and the issue caused a less than one hour delay.

Manufacturer narrative:
Device evaluated by MFR: a system checkout was performed and there were no faults found. The system passed all testing and performed as intended. (B)(4). If information is provided in the future, a supplemental report will be issued.